Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not completed.

Event description:
Device issue: hemostasis valve - leaks. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after inserting the exchange sheath in the vessel, excessive bleeding was noted from the exchange sheath hub. It was decided to remove the exchange sheath; manual compression was applied to achieve hemostasis. No adverse pt effects were reported. Though requested, no additional info provided.